Event description:
It was reported that during the pulse field ablation procedure to treat paroxysmal atrial fibrillation in the pulmonary vein faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress occurred in syringe after inserting farawave and performing air removal. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product was received for analysis and investigation is still in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulse field ablation procedure to treat paroxysmal atrial fibrillation in the pulmonary vein faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress occurred in syringe after inserting farawave and performing air removal. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product was received for analysis. It was further reported that terumo co., ltd. Device was used for the irrigation of sheath. No other issue has been reported.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem

Event description:
It was reported that during the pulse field ablation procedure to treat paroxysmal atrial fibrillation in the pulmonary vein faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress occurred in syringe after inserting farawave and performing air removal. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product was returned for analysis and investigation is still in progress. It was further reported that terumo co., ltd. Device was used for the irrigation of sheath. No other issue has been reported.